Manufacturer narrative:
The olympus field service engineer (fse) visited the user facility on (B)(6) 2022. The fse replaced the yellow-colored tub connector. The equipment was repaired and verified according to manufacturer's instructions. The software attributes have been verified and confirmed. The equipment passed the electrical safety test. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service request by the sterile processing manager at the user facility that the customer automatic endoscope reprocessor machine¿s ¿yellow connector is broken¿. The event was found during reprocessing. The customer has requested a field service engineer to service the machine. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken connector could not be determined. Based on the results of the investigation, it is possible that the subject equipment was broken due to a loosened connector, and that the connecting tube was not able to be connected. As a result of the loosened connector, there may have been stress on the device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "chapter 3. Inspection before use. 3.3 inspecting the connectors: check the following for each connector: -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents if any irregularity is found, do not use the equipment and contact olympus." Olympus will continue to monitor field performance for this device.